Event description:
The explanted generator was received and analysis was completed. The pulse generator was interrogated successfully at multiple orientations adjacent to the programming wand. Various electrical loads were attached to the generator diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24 hours, in a simulated body temperature environment. Results showed no signs of variation in the output signal and the device provided the expected level of output current for the entire monitoring period. Diagnostics were as expected for the programmed parameters. Electrical evaluation showed the generator performed according to specifications. The battery, was not at an end-of-service condition. The downloaded data revealed that (B)(4)% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was first reported to have been discarded, however was later available for return. The explanted device has not been received by the manufacturer to-date.

Manufacturer narrative:
Event description, corrected data, it was inadvertently not provided on the initial report that the explanted generator was discarded by the explant facility.

Event description:
The explanted generator was reported to have been discarded.

Event description:
Clinic notes were received for a replacement referral from a visit dated (B)(6) 2017. Within the notes it was provided that after interrogation the device was non-functional. The patient was reported to have done very well with vns. It was stated she developed seizures over the past weeks. Follow-up from the company representative provided that the patient had seen the neurologist and a message indicating high lead impedance displayed. The neurologist had lowered the patient¿s output current. At surgical consult, the surgeon interrogated the device and the same message appeared. Systems diagnostics were then performed and were within normal limits. Four days later at surgery on (B)(6) 2017, the previous generator was removed and the new generator was placed. Systems diagnostics performed while the lead was connected to the new generator were within normal limits. The surgeon asked the company representative to interrogate the previous generator after it was removed (no lead attached). The high lead impedance message again appeared after doing so. The company representative asked the surgeon about the lead pin insertion with the previous generator, and he stated he had visually inspected the lead pin and found it to have been fully inserted. The lead in the generator pocket area was heavily coiled and appeared to have a kink in a portion with evidence of scar tissue. He stated he did not visually observe a fracture or breaks in the lead. Additional relevant information has not been received to-date. No known surgery has occurred to-date to replace the lead.